Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor and monitor power supply. The system operates as intended.

Event description:
The customer reported that neither monitor would display a liver image. There is no report of pt injury or death.